Manufacturer narrative:
Device technical analysis: the farawave nav catheter was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave nav device confirmed that the event of spline damage is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave nav device is acceptable. Investigation conclusion: based on all the available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the reported allegation could not be established due to lack of evidence. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during faraview procedure, a farawave nav catheter was selected for use. During the case, recurrent spline inversion was encountered. The catheter was withdrawn from the patient on multiple occasions in an attempt to correct the spline inversion externally. However, each time the catheter was reintroduced, spline inversion recurred. All recommended troubleshooting steps were reportedly performed in accordance with the guidelines. Upon final withdrawal of the catheter from the patient, while attempting to correct the spline inversion externally, the spline fractured and completely broke off of the catheter. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during faraview procedure, a farawave nav catheter was selected for use. During the case, recurrent spline inversion was encountered. The catheter was withdrawn from the patient on multiple occasions in an attempt to correct the spline inversion externally. However, each time the catheter was reintroduced, spline inversion recurred. All recommended troubleshooting steps were reportedly performed in accordance with the guidelines. Upon final withdrawal of the catheter from the patient, while attempting to correct the spline inversion externally, the spline fractured and completely broke off of the catheter. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.